Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient was routinely transplanted. No device related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A distal portion of the driveline (including the controller connector) was returned measuring approximately 36.5". The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port, with the sealed outflow graft severed approximately 1.0¿ from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications, and the device functioned as intended. It was found during investigation that upon removal of tape, superficial damage to the outer jacket of the driveline was observed. The relevant sections of the device history records for (B)(6) and the driveline, serial number(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. B and the heartmate ii patient handbook rev. D are currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient underwent a routine transplant.